Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head flew off - oral-b [device breakage] . Case narrative: consumer via call stated that brush head flew off toothbrush when it was in use. No injury was reported.